Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2014 alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014 at 11:00pm. The patient reported obtaining blood glucose readings of ¿350, 124, 128 and 134mg/dl¿ on the subject meter. The patient manages their diabetes with fixed doses of insulin. The patient reported developing symptoms of ¿seizure, shaking and unresponsive¿ at 8:15am on (B)(6) 2014. The patient reported treating these symptoms with glucose tablets/gel, it was unclear who provided this treatment but the patient stated it was not an hcp. The patient denied testing their blood glucose on any other device at this time. The patient reported visiting their doctor later that morning after experiencing these symptoms. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The customer was unable to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms suggestive of hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.